Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced vaginitis, vaginal bleeding/discharge, foul odor, irritation, slight bleeding, bacterial vaginosis, urinary tract infection, urinary frequency/urgency/dysuria and low back pain. Resection of vaginal mesh (aris) with vaginal mucosa trimming and closure ¿ general anesthesia. Intraoperative findings: 1.2 x 2.0 cm length of mesh exposed left of urethra.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic and abdominal pain, erosion, extrusion, protrusion, urinary issues, recurrence, bleeding, dyspareunia, neuromuscular problems, pelvic floor dysfunction, vaginal scarring, permanent disfigurement, and difficulty with daily activities which ultimately required surgical intervention (B)(6) 2022.